Manufacturer narrative:
Analysis of the provided information and files is still ongoing, results are not availabke yet.

Event description:
Reportedly, on 14-may-2025, the transmitter display "smartview connect application isn't responding".

Event description:
Reportedly, on (B)(6) 2025, the transmitter display "smartview connect application isn't responding".

Manufacturer narrative:
Upon reception, the smartview connect was tested and the reported behaviour was reproduced as the message was displayed. In-depth analysis revealed that the device did not have an international mobile equipment identity (imei), which should not be the case. The cause of the missing imei is undetermined, but it could be the result of an abnormal change over time. As a result, the smartview connect application completely crashed while clicking on the information after a pit transmission. This case will be retained and utilized for trending purposes.